Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the patient's reported post-operative complications and eventual death. To date no medical records or death certificate have been provided and a sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided alleges that the patient had a recurrence of hernia and adhesions; hernia recurrence and adhesions are known risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged the following: on (B)(6) 2012 - the patient underwent an open reduction and repair of incisional hernia with onlay of mesh, and a bard/davol bard flat mesh, was implanted during the surgery. On (B)(6) 2012 - the patient presented to the hospital with a history of abdominal pain, nausea, and vomiting for three days and was diagnosed with an incarcerated, recurrent ventral hernia with small bowel obstruction. As alleged, the patient had to undergo surgical intervention to revise and remove the bard/davol bard flat mesh. As reported, in describing the procedure, the surgeon noted, "the prosthetic mesh had contracted on itself and was mostly a ball in the subcutaneous tissue" and the surgeon further observed "dense adhesions and that the prosthetic mesh was adherent to the small bowel."(B)(6) - the patient died. As alleged, the patient continued to experience complications related to the bard/davol bard flat mesh after the surgery. As reported the patient's attorney alleges a claim that as a result of the implantation of the defective bard/davol bard flat mesh, the patient "suffered injuries including, but not limited to, pain, mesh migration, scarring, adhesions, recurrence, additional surgery, and death."

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the patient's reported post-operative complications and eventual death. To date no medical records or death certificate have been provided and a sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided alleges that the patient had a recurrence of hernia and adhesions; hernia recurrence and adhesions are known risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. No medical records, autopsy report, or death certificate have been provided and the direct cause is unknown at this time. The instructions-for-use supplied with the device lists infection, hernia recurrence, seroma, adhesions, pain and migration as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Updated fields: a2, b2 (date of death), b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The patient's attorney has alleged the following: on (B)(6) 2012 - the patient underwent an open reduction and repair of incisional hernia with onlay of mesh, and a bard/davol bard flat mesh, was implanted during the surgery. On (B)(6) 2012 - the patient presented to the hospital with a history of abdominal pain, nausea, and vomiting for three days and was diagnosed with an incarcerated, recurrent ventral hernia with small bowel obstruction. As alleged, the patient had to undergo surgical intervention to revise and remove the bard/davol bard flat mesh. As reported, in describing the procedure, the surgeon noted, "the prosthetic mesh had contracted on itself and was mostly a ball in the subcutaneous tissue" and the surgeon further observed "dense adhesions and that the prosthetic mesh was adherent to the small bowel." On (B)(6) 2016- the patient died. As alleged, the patient continued to experience complications related to the bard/davol bard flat mesh after the surgery. As reported the patient's attorney alleges a claim that as a result of the implantation of the defective bard/davol bard flat mesh, the patient "suffered injuries including, but not limited to, pain, mesh migration, scarring, adhesions, recurrence, additional surgery, and death." Addendum per additional information provided by patient's attorney: on (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent repair with the implant of bard flat mesh. On (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia with small bowel obstruction thereby underwent repair. Attorney also alleges that the patient had adhesions, infection, mesh migration, mesh shrinkage, seroma, scarring, chronic pain, "loss of mobility, difficulty functioning generally including with activities of daily living" and death of the patient.